Event description:
It was reported by the technician that the ao bixcut stuck with the guide wire, when the doctor was using it. This is the third time in less than a month that we have an issue with these ao bixcuts. This time, it happened during surgery. The doctor had to use other size to continue with the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.